Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint was broken. The manufacturing records were reviewed and no discrepancies were identified. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure, when implanting the cup and trying to loosen the impactor from cup, the internal joint snapped making it impossible to detach from cup. The procedure was completed with another device and no adverse events were reported as a result of the malfunction.